Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The device was deployed and was roughly 26% compressed. This was a very straight forward case. The activated clotting time (act) was over 350. At the end of the case possible thrombus or fabric movement was noted on the device. The patient was discharged the following day as everything was noted to be fine.